Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light source connector part of the scope fell inside the device occurred due to a failure of the light source connector. The cause of the faulty light source connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (light intensity out of tolerance) was confirmed. The brightness is out of tolerance. This complaint is most likely the result of wear and tear with customer mishandling and with increasing use/time. During inspection and testing the following was also found: the front panel is broken, the led heat sink is damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the light intensity is insufficient and out of tolerance. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the light source connector part of the scope fell off inside the device. This report is being submitted for the malfunction found during evaluation (the light source connector parts fall off).